Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer performed two tests on binaxnow covid-19; the first test was invalid. The consumer repeated the test, and they received a positive result. Also, the consumer performed another test with (quidel) brand, and they received a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214069 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 214069 and device part number 195-430wl/ lot 212428. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214069 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on 26dec2022. The consumer performed two tests on binaxnow covid-19; the first test was invalid. The consumer repeated the test, and they received a positive result. Also, the consumer performed another test with (quidel) brand, and they received a negative result. No additional patient information, including treatment and outcome, was provided.